Event description:
It was reported to covidien that a customer had a problem with a dialysis catheter. The customer states "12 fr tlc catheter appears to be leaking heparin causing elevated aptt. Customer is using unfractionated heparin as anti-coag therapy and to lock catheter. They are getting raised levels of aptt 2 hours post dialysis. They continue anti-coag therapy until dialysis ceases, they don't take bloods straight after. The catheter was eventually pulled, but it wasn't made clear for what reason.

Manufacturer narrative:
An investigation is currently underway upon completion the results will be forwarded.